Event description:
It was reported that the pump was delayed in responding to the customer's input and required more force than usual to push. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer pressed the button with more force to activate the pump display successfully.